Event description:
The customer reported getting multiple "external paddles connected" messages when the external paddles were not connected.

Manufacturer narrative:
The customer reported getting multiple "external paddles connected" messages when the external paddles were not connected. Both the device and the therapy cable were to be evaluated at phillips. The unit was evaluated at phillips, but the symptom could not be verified. The device passed all testing. The therapy cable could not be evaluated at phillips, however, since it was discarded by the customer. A replacement therapy cable was provided to the customer. As of 02/05/2009, the customer has not called back regarding this device. We are considering this failure a malfunction. We cannot determine the cause since the therapy cable was not returned, and the device passed all testing.